Manufacturer narrative:
Additional symptom of blurred vision is reported. Claim#: (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: the product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, diopter -12.0 into the patient's left eye (os) on (B)(6) 2019. Incident date the same day, the surgeon reports endophthalmitis. Eye drops and "internal remedy" performed. Patient give steroid installation every hour, 6 tablets of prednisone for 5 days, and decadron subconjunctival injection. The inflammation was then relieved. The cause of the event is reported as unknown.